Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 538 mg/dl at the time of incident. The customer reported that the insulin pump had blank display. The customer also stated that the neither battery cap nor battery compartment was damaged. The customer stated display returned after inserting a new battery. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated high blood glucose with manual injection. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and self test. No bolus anomaly noted during testing. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was monitored and tested with no blank display noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.